Event description:
As reported from our affiliates in (B)(4) this was a case of a 26mm sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. While advancing the commander delivery system with crimped valve through the esheath, severe resistance was encountered, and the valve got stuck. Therefore, it was decided to remove the entire system as a unit. The second valve was successfully implanted. Pre-decontamination evaluation of the returned devices showed that the valve was stuck in the esheath just after the strain relief, and bent valve frame struts were protruding through the sheath shaft.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The returned device was visually inspected for any abnormalities and the following was observed: valve struts were exposed through the sheath liner. The crimped valve was over the crimping balloon. Three struts were bent outward at the inflow side. The valve frame was canted. Multiple struts were exposed through the skirt, which is normal after crimped and used. The complaint for valve frame damage was confirmed based on returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. As reported, "while advancing the commander delivery system with crimped valve through the esheath, severe resistance was encountered and the valve got stuck". Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". In this case, it is possible difficulty was encountered during delivery system advancement so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting the sheath shaft and resulted in the valve stuck inside the sheath and strut damage at the inflow. As such, available information suggests that procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment was previously initiated to investigate the cause and assess the risk associated with valve frame damage. A corrective and preventative action captures process improvement activities regarding frame damage which were identified during previous investigation.